Event description:
It was reported that blood stain was present on injection hub after taking blood sample from chemo port. Leakage present from injection port. Blood at the end of injection port after checking the patency and was unable to flush back as the blood retained. Patient was not impacted or serious injury, however there was a delay with the start of chemotherapy. One huber needle was used , safe step huber needle. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.